Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons were not responding and the insulin pump had an alarm that could not be cleared. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device. The insulin pump would be replaced and returned for analysis

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked keypad connector. No button error alarm was noted. The keypad traces were inspected and no anomaly was noted. The insulin pump was received with a missing end cap sticker and minor scratches on the display window.